Event description:
A customer contacted beckman coulter inc., (bci) stating that the coulter lh 750 analyzer did not flag two patient specimens for nrbc's. The specimens were re-tested on a different instrument and both specimens flagged for nrbc's. The customer performed a manual scan and verified nrbc's were present. The patient printouts were not provided. The erroneous results were not reported out of the lab. There was no death or injury, no change to patient treatment is associated with this event.

Manufacturer narrative:
Qc was run before and after the event and recovered within assay ranges. A field service engineer (fse) was dispatched: the fse checked all chemistry balance and pumps. The fse also checked the counts and timing and everything was in range. Raw data analysis revealed that both runs for the same sample have similar features in the two areas of detection; however, in the first run, the features are not sufficient to warrant an nrbc flag being just slightly below the algorithm detection threshold.